Event description:
Patient presented to the physician with severe migraines and pain behind the ear since the implant procedure. Physician prescribed pain and migraine medication.

Event description:
Patient presented back to the physician with continued pain. Physician brought the patient into the or and removed the entire inspire.